Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the pacemaker (pm) in backup mode. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The device was received with normal telemetry communication and its output indicated device was in backup mode. Analysis of the session records performed found elevated current occurred. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found at elective replacement levels, with signs of rapid depletion. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.¿

Event description:
New information received notes that the physician elected to explant and replace the pacemaker. The patient condition was stable before, during, and after the procedure.